Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was implanted to help with "number 2" and that the device was "not for my bowels its for my fecal" because the patient had a damaged sphincter. The caller reported that the patient had specifically asked that the device be programed so that the patient did not feel stimulation in the groin area, but the patient was feeling stimulation in this area. The patient turned the device off since implant because of the patient felt stimulation in the groin. The caller indicated that the patient especially feels stimulation before a thunderstorm, even though stimulation is off. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.